Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator had an intermittent message during ventilation. It was reported that the event occurred during clinical use. There was no report of patient harm as a result of the event.

Manufacturer narrative:
The device was being used for treatment at the time of the event. No parts were returned for investigation to determine to confirm that device failed to meet specification. No parts were returned for investigation therefore the root cause could be determined.